Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. The diamondback 360 coronary orbital atherectomy system instructions for use states that a dissection is a possible adverse event which may occur with use of the system. (B)(4).

Event description:
A coronary diamondback orbital atherectomy device (oad) was used to treat a lesion in the left anterior descending artery (lad), which was 90% stenotic, and a type d dissection occurred. Balloon angioplasty had been performed to treat the lesion but angioplasty was not completely effective. Shortly after treatment with the oad, the patient became symptomatic with abnormal vital signs. Contrast was injected, and it appeared there was extravasation. Attempts to deliver a balloon and stent into the problematic area were unsuccessful, and the patient was sent to surgery. The patient was doing well post-surgery.